Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. No customer pictures were provided. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations related to the claimed error. During the entire manufacturing process, no abnormalities were observed that affect the function of the tubes. The cause of the event cannot be determined.

Event description:
Customer states they're having trouble filling their blue tops (too short to run). Straight and winged butterfly devices are used. When a safety blood collection set is used, a discard tube is drawn before the coagulation tube. The phlebotomists are holding the tube in the holder with their thumb until the tube is completely full. Photos or samples cannot be provided.